Event description:
It was reported that during the pulse ablation faradrive steerable sheath was selected for use. It has been mentioned that the air tightness was not good. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that no leaks or air were detected in the patient. The issue was identified during preparation, and the procedure was completed using a different faradrive sheath. The treatment indication was paroxysmal atrial fibrillation.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section d9 correction to section g2 report source, distributor was added.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for a pulse field ablation (pfa) procedure. It has been mentioned that the air tightness of the device was not sufficient. No patient complications occurred. The product is expected to return for analysis. No further information was provided.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse ablation faradrive steerable sheath was selected for use. It has been mentioned that the air tightness was not good. No patient complications occurred. The product was received for analysis. It was further reported that no leaks or air were detected in the patient. The issue was identified during preparation, and the procedure was completed using a different faradrive sheath. The treatment indication was paroxysmal atrial fibrillation.